Manufacturer narrative:
The complaint device (edwards certitude introducer sheath set - model 9620is18) is not sold or marketed in the us; however it is deemed similar to the ascendra 3 introducer sheath. The PMA/510k field will be blank. The lot number is 60114363. Investigation of this event is ongoing.

Event description:
As reported by the edwards oman affiliate, the 23mm sapien 3 valve was crimped for implantation by ta approach. Difficulties were found introducing the delivery system with the crimped valve through the sheath. The valve got stuck in the sheath and it was not possible to push the valve through nor remove it. All devices were removed together and it was found that the sheath's one way check valve had been pushed into the sheath. Patient died one day after the procedure. As per the site, the root cause of the death was ventricular tearing and bleeding. The patient was cannulated but the ventricle could not be repaired.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. The edwards introducer sheath was returned to edwards lifesciences for evaluation. Upon visual inspection, it was observed that the disc valve was separated from the sheath, buckling was observed in the middle of the sheath shaft, and the cross slit valve was re-positioned in the disc valve¿s location in the sheath housing, distal to the spacer. No abnormalities were observed on the disc valve. Functional testing could not be performed due to the condition of the returned device, as the disc valve was separated from the sheath housing. The relevant sheath components were dimensionally measured to determine if any of the components could have contributed to the reported complaint event. Measurements were conducted on the sheath shaft, sheath housing, disc valve, and spacer. All measurements met specifications. No manufacturing non-conformances were identified. A review of the DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance was the source of the complaints. The complaints for fine adjustment ¿sheath housing, hemostasis valve ¿ separated¿ and ¿sheath, shaft ¿ kinked¿ were confirmed. It is unable to be determined whether the kink occurred during sheath insertion into the patient or during the insertion/removal attempts of the delivery system and valve through the sheath or when the nurse attempted to reinsert the introducer through the sheath (on the back table). Procedural factors such as improper flushing/wetting of the devices, incorrect prepping of the delivery system, incomplete/misaligned valve crimping, and incomplete advancement of the loader may potentially put extra strain on the devices. Additional force and manipulation may be required and could have contributed to the resulting kink on the sheath shaft. A definite root cause for the kink could not be determined. Based on the available information, the delivery system and crimped valve must have been removed from the sheath prior to insertion of the introducer. This action through the sheath seals most likely contributed to the disc valve separation. In this case, the apex tear was most likely caused by the difficulties encountered between the delivery system, valve and sheath when attempting to insert/position the valve & delivery system through the sheath. In addition, per the opinion of the surgeon, the patient¿s ¿very friable¿ tissues contributed to the inability to successfully repair the ventricle. Furthermore, it was hypothesized by the physician and nurse involved that possibly the proper prepping steps were not followed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Additional information and event clarification indicates that after the delivery system, valve, and sheath were removed as one unit from the patient, on the back table ¿the nurse pushed the introducer into the sheath to see if it was blocked.¿ it was at this time that the one way check valve popped out of the sheath housing, not during the case.